Manufacturer narrative:
This report is being supplemented to provide additional information. An olympus representative went onsite to complete training. During the training, it was apparent to the representative that the staff has not familiarized themselves with the reprocessing steps despite being asked to do so prior to the training session. The training was carried out over two dates ((B)(6) 2024) and covered the full team in the endoscopy department, which is the team that are now responsible for the reprocessing of the cyf scopes on site. The training included a hands-on session and the instructions for use steps (located in the manual) were followed. The instructions for use for both devices, cyf scope and maj-891 plug, were used for the training session. The representative also placed a high level of emphasis on the cleaning of the maj -891 irrigation plug. Since the sites are currently using the semi¿reusable plug, a high level of emphasis was carried out in regards to the plug. The olympus representative had spoken to the regional contact for follow-up with the site. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow-up ((B)(4)) and correction to the initial with information inadvertently left out. Updated fields include b5, d10, h4, and h10.

Event description:
Additional information received: the customer explained that they were still investigating the circumstances of the problems they have had there but the tests they completed on the (B)(6) had concluded that there was bio film in the rubber bung that the customer thinks contributed to the problems they have had at the hospital. The customer was clear that the problem lay with the cleaning procedures that had (or in this instant hadn¿t) been followed in dismantling this tap. The support team will be carrying out some training with the sterile service department (ssd) team to ensure the customer fully understand the cleaning of these scopes. Additionally, the local urology representative will be carrying out ongoing clinical training with the team there over a period of a couple of weeks to ensure all the clinical team have had training on the scope. The customer has agreed that they will no longer be using (B)(6) taps and moving to the single use options. The customer will continue not using the scopes until the investigation has been completed by their internal team and will use ambu disposable scopes until then. Please refer to the following related patient identifiers: (B)(6).

Event description:
The customer reported to olympus that there have been incidents whereby patients were getting infections (urosepsis) due to not dismantling and cleaning the cysto-nephro videoscopes correctly and they are not taking off the valves and cleaning. The patients underwent cystoscopy. One patient had passed away due to this, as reported. Six developed a blood stream infection, five of which were directly linked to the scopes. Forty-two developed pseudomonas urinary tract infections and the customer is currently investigating if there is any link to the scopes. The cystoscopes are not in use currently. This event required five reports for the confirmed infections with the following patient identifiers: (B)(6) - 1/5 patient infection (death); (B)(6) - 2/5 patient infection; (B)(6) - 3/5 patient infection; (B)(6) - 4/5 patient infection; (B)(6) - 5/5 patient infection. This medwatch report is for patient identifier (B)(6). It is unknown which patient identifier was associated to the one patient that passed away. (B)(6) will be used as representative to report for the patient death. Request for additional information has been made, however, no new information has been received at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The following additional information was received: the customer confirmed that there are no concerns regarding the olympus scopes used at the facility. As previously noted, the reported issue is related to the hospital¿s internal cleaning process. The customer states that they are aware of some elements of the scope have intricate pieces and can therefore be difficult to decontaminate. Although additional information was requested, the facility states that they will not be providing any further information regarding this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that reprocessing was insufficient due to the facility¿s deviation from the instruction for use (IFU) manual. However, a relationship between the subject device and the reported adverse event could not be identified. The device was not returned to olympus for evaluation, and no further event details, nor device culture test data was provided by the facility. Therefore, a root cause could not be determined. Furthermore, the following was determined regarding insufficient reprocessing: the incorrect reprocessing of the concomitant device (maj-891) created a perfect environment to harbor pseudomonas which is an easy biofilm former, a quick reproducer, and is often pathogenic in large numbers and very frequently associated with urinary tract infections (utis). The event can be detected/prevented by following the IFU in section: ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual¿. Describes the reprocessing procedures of cyf-vh. This supplemental report includes additional information from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.